Event description:
It was reported that "the patient was having a double lumen PICC line inserted. The radiologist accessed the patients vein with the introducer needle and the nurse took the wire out of its protective plastic cover and handed the soft end of the wire to the radiologist . The tip of the wire was curled/bent before we even used it and after many attempts of trying to insert the guidewire into the introducer needle unsuccessfully, we abandoned using this wire and opened up a different substitute wire. We then proceeded with inserting the PICC line into the patient successfully. It was the guidewire that was the issue in this kit. Impact of incident: caused an inconvenience but no harm to the patient and we were able to successfully insert the PICC line." (B)(6) 2023 - the guidewire of the returned sample exhibited a kink.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one 135cm ir guidewire. The sample was received loaded backward in its plastic hoop. The coil/core tip of the guidewire was visible. A sharp kink was observed near the tip. Usage residues were observed on the wire. A bend was observed in the core wire near the coil/core transition. Microscopic inspection of the wire confirmed a kink just proximal of the weld tip. The coils were misaligned at the kink. Blood residue was observed in the vicinity of the kink. Guidewire damage was observed; however, evidence was not discovered that informed the exact root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include guidewire manipulation prior to or during attempted use.